Event description:
It was reported than an infection occurred. The patient had a pump implanted "about" a year before this report was made, it was noted that she "was doing great" and then got an infection "after about a month" and had it removed. It was also noted that her infection "presented in a weird way", making her physician want to have her tested for all the materials in the system. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
All previously reported patient codes will be updated/corrected to the following for this event: (B)(4).

Manufacturer narrative:
Catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
Additional information: it was reported that the entire system was removed (B)(6) 2011. The patient had developed a fever and went to the emergency room (ER) because she 'didn't feel quite right.' The patient had an elevated white count. The hospital elected to remove the system. The patient had been doing well following explant, the infection was fully resolved.